Event description:
In 2009, pt reported having ongoing occlusions with his insulin infusion device that has resulted in elevated blood glucose up to 300 mg/dl. Pt's target blood glucose is 100 mg/dl. Pt reported he boluses through the infusion device as a correction. Pt stated he has been switching back and forth from the primary infusion device and the backup infusion device for 2 weeks to perform troubleshooting on his own and stated "it's the pump". Reviewed causes of occlusions. Pt reported he is currently using his backup infusion device. Battery, cartridge, and infusion set are still in primary infusion device. Had pt prime and bolus 4 units through tubing; both of these were successful. Troubleshooting did not find any product issues. Pt stated he has been changing infusion sets every day due to occlusions. Pt has been refilling cartridges one time. Advised against this. Pt declined further discussion on occlusions. Pt stated he will switch to the primary infusion device and call when an occlusion occurs. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.